Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that the patient faced eight infusion sets leakage events on 20-may-2025 at cannula. Infusion sets were used for 3 days. Blood glucose level was displayed high at the time of the event. Patient replaced the infusion sets and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4), device 4 of 8.